Event description:
IV started without complications. When rn went to press white button to retract needle, the needle only retracted partially leaving 3/4 inch of needle exposed and not encapsulated by plastic protective housing.